Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 10cm white loose component and leaked in connection with blood sampling from the central dialysis catheter (cdc), the patient's mother notes that blood leaks from the connection between the three-way stopcock and the cdc line when the slop is returned. The nurse closes the cdc, replaces the three-way valve, and examines the old one. Then, it is noted that the connector closest to the patient on the three-way stopcock has come loose, and it looks like the plastic has melted. When the nurse feels the connector, it detaches completely from the line. The patient did not receive his slop in return, which means the risk of infection increases. Faulty connector/leakage. During use.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of loose component - leak was confirmed upon inspection and testing of the samples. Analysis of the sample showed that the extension tube was detached. A root cause for this failure could not be established because we do not have a production batch/lot to perform a more in-depth investigation, where we could verify if there was a problem in the assembly machine and thus be able to confirm a root cause of the problem. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Pa device history record could not be evaluated as the lot number is unknown. The necessary manufacturing personnel have been notified and there are currently controls in place to help mitigate the reported failure.